Manufacturer narrative:
(B)(4). Date sent: 6/27/2024. B3: event year only reported: 2024. D4 batch #: c9d94u. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with no apparent damage. The device was tested with a generator, the hand activation was not functional. However, the device worked properly with the footswitch. The device was disassembled to verify the condition of the internal components and no anomalies were noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what caused this issue.

Event description:
It was reported the product randomly stopped working 30 minutes into the a caracsothagel hernia repair. They got a new device to complete the rest of the case without patient harm.